Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) extension sets with 1.2 mmicron filter leaked from the filter. This occurred during infusion with tpn (total parenteral nutrition). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in march 2022. H10: the actual device was not available; however, retained samples and a photograph of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. A gravity test was performed on the retained samples, and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.